Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a male patient, currently (B)(6), who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. The patient received dentures in 2005. His denture adhesive of choice was super poligrip. On an unknown date, the patient experienced profound and permanent neurological and other injuries. Super poligrip was discontinued in (B)(6) 2011. At the time of reporting, the events were unresolved. Medical records received 7/30/2012: on (B)(6) 2005, the patient was seen for progressive lower extremity gait imbalance for the year prior. Nerve conduction study demonstrated peripheral neuropathy, and MRI showed cervical spondylosis with questionable spinal stenosis. At a neurologist visit (B)(6) 2011, the patient was noted to have severe gait ataxia, no feelings in the legs, and falls. He was diagnosed with neuropathy at that time. Electrodiagnostic study showed evidence of moderate to severe peripheral neuropathy of the legs affecting the sensory and motor component of the nerves. This case was now considered medically significant by gsk.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00051. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).